Event description:
It was reported that skin reaction occurred. The sensor was inserted into the arm on 02/21/2026. According to the patient, on (B)(6) 2026, they experienced a skin reaction with itching, rash, redness, dry skin, infection, under entire patch area. The area was prepared with alcohol before placing the sensor on the body. On (B)(6) 2026, the reaction was treated with a prescription of an oral antibiotic (flucloxacillin) no photo was provided. There was no documentation for medical intervention. At the time of the report, patient condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).